Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extremely painful') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("my period ia all over place, sometime two in a month ,sometime two weeks late"), menstrual cramps ("cramps"), cyst ("they found a pretty big cyst"), vaginal odour ("smells funcky"), vulvovaginal pruritus ("it gets itchy"), vulvovaginal discomfort ("irritated"), vulvovaginal pain ("even sores down there"), menorrhagia ("periods were heavy, painful and lasted anywhere from 7 days to 10+/heavy bleeding during period, blood clots"), painful periods ("periods were heavy, painful and lasted anywhere from 7 days to 10+"), abdominal distension ("belly bloat"), menstrual disorder ("horrible periods"), feeling abnormal ("brain fog"), headache ("headache"), fatigue ("fatigue"), hyperhidrosis ("sweating"), abdominal pain lower ("severe cramping"), metrorrhagia ("bleeding between periods"), vaginal infection ("frequent vaginitis, discharge has a strong metallic smell"), vaginal discharge ("frequent vaginitis, discharge has a strong metallic smell"), alopecia ("hair has been thinning") and ventricular extrasystoles ("premature ventricular contractions/irregular heartbeats") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menstruation irregular, menstrual cramps and ventricular extrasystoles had resolved, the cyst, vaginal odour, vulvovaginal pruritus, vulvovaginal discomfort, vulvovaginal pain, menorrhagia, painful periods, hyperhidrosis, abdominal pain lower, metrorrhagia, vaginal infection, vaginal discharge, alopecia and uterine leiomyoma outcome was unknown and the abdominal distension, menstrual disorder, feeling abnormal, headache and fatigue was resolving. The reporter provided no causality assessment for vaginal odour, vulvovaginal discomfort, vulvovaginal pain and vulvovaginal pruritus with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, cyst, fatigue, feeling abnormal, headache, hyperhidrosis, menorrhagia, menstrual cramps, menstrual disorder, menstruation irregular, metrorrhagia, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal infection, ventricular extrasystoles and painful periods to be related to essure. The following information was received from social media. Unknown disease quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new reporter added. New events added. On 23-mar-2020: content from social media received: menorrhagia and dysmenorrhoea events were added. New reporter was added. On 23-mar-2020: social media case received. New events added: abdominal distension, menstrual disorder, feeling abnormal, headache and fatigue. New reporter added on 23-mar-2020: social media received. Events "sweating, severe cramping, bleeding between periods, frequent vaginitis, discharge has a strong metallic smell, hair has been thinning, premature ventricular contractions and premature ventricular contractions/irregular heartbeats" were added. On 23-mar-2020: follow-up 8, 9, 10,11 and 12 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extremely painful') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("my period ia all over place, sometime two in a month ,sometime two weeks late"), menstrual cramps ("cramps"), cyst ("they found a pretty big cyst"), vulvovaginal pain ("even sores down there"), menorrhagia ("periods were heavy, painful and lasted anywhere from 7 days to 10+/heavy bleeding during period, blood clots"), painful periods ("periods were heavy, painful and lasted anywhere from 7 days to 10+"), abdominal distension ("belly bloat"), menstrual disorder ("horrible periods"), feeling abnormal ("brain fog"), headache ("headache"), fatigue ("fatigue"), hyperhidrosis ("sweating"), abdominal pain lower ("severe cramping"), metrorrhagia ("bleeding between periods"), vaginal infection ("frequent vaginitis, discharge has a strong metallic smell") with vaginal odour, vulvovaginal pruritus, vulvovaginal discomfort and vaginal discharge, alopecia ("hair has been thinning") and ventricular extrasystoles ("premature ventricular contractions/irregular heartbeats") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menstruation irregular, menstrual cramps and ventricular extrasystoles had resolved, the cyst, vulvovaginal pain, menorrhagia, painful periods, hyperhidrosis, abdominal pain lower, metrorrhagia, vaginal infection, alopecia and uterine leiomyoma outcome was unknown and the abdominal distension, menstrual disorder, feeling abnormal, headache and fatigue was resolving. The reporter provided no causality assessment for vulvovaginal pain with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, cyst, fatigue, feeling abnormal, headache, hyperhidrosis, menorrhagia, menstrual cramps, menstrual disorder, menstruation irregular, metrorrhagia, pelvic pain, uterine leiomyoma, vaginal infection, ventricular extrasystoles and painful periods to be related to essure. The following information was received from social media. Unknown disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extremely painful') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("my period ia all over place, sometime two in a month ,sometime two weeks late"), dysmenorrhoea ("cramps") and cyst ("they found a pretty big cyst"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menstruation irregular and dysmenorrhoea had resolved and the cyst outcome was unknown. The reporter considered cyst, dysmenorrhoea, menstruation irregular and pelvic pain to be related to essure. The following information was received from social media. Unknown disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu1,2,3,4,5 and 6 were processed together: content from social media received. Event adverse event nos was replaced with new event extremely painful. Reporter was added. Event medical device removal deleted and surgery added for pelvic pain, on 20-mar-2020: fu1,2,3,4,5 and 6 were processed together: social media received. New event 'menstruation irregular' was added. Reporter was added. On 20-mar-2020: fu1,2,3,4,5 and 6 were processed together: social media received. Reporter was added. On 23-mar-2020: fu1,2,3,4,5 and 6 were processed together: social media received. Reporter was added. On 23-mar-2020: fu1,2,3,4,5 and 6 were processed together: social media received. Reporter was added. On 23-mar-2020: fu 1, 2, 3, 3, 4, 5, 6 processed together. Content from social media received. Events 'medical device removal' and 'dysmenorrhea' were added. Outcome were added to events: menstruation irregular, pelvic pain. On 23-mar-2020: social media received: new events were added: they found a pretty big cyst and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.